Event description:
There was no report that the iab malfunctioned. The patient had an embolism and went to on to expire. (Event complications: the patient had an embolism/expired -) reported 9/14/97. (Pt's current status: expired: expired-rpt'd 9/17/97.)